Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and the healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that on (B)(6) 2019, the patient went to see their doctor for wound care and identified an infection at the battery site. They sent the patient to another facility to have the system explanted the following day. The device was discarded. The patient was prescribed wound care and antibiotics; issue was reported to be resolved. No device issues were reported. No further complications were reported or anticipated.